Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." Both the liberator and stroller liquid oxygen units were returned to caire for an evaluation. The stroller portable liquid oxygen unit functioned correctly and met all required specifications.

Manufacturer narrative:
The unit has been returned for an evaluation. A follow up report will be submitted if any new information is discovered.

Event description:
After filling the stroller 0-6 l, 1.2 ltf / us mobile unit with the serial number (B)(4), oxygen escaped from the filler neck of the liberator base unit, causing the patient's wife cold burn on three fingers. The lox base unit and the mobile device were immediately replaced by the distributor. When the distributor checked the units in their workshop in (B)(4), the error could not be duplicated. The distributor has been supplying the patient with liquid oxygen since (B)(6) 2020. Batch of the lox: 07.05.2020 / 8: 55 / ab-al 509 frankfurt. Delivery date lox 11. 05. 2020.